Manufacturer narrative:
The product was returned to pentax medical for repair.our technician checked the returned unit and confirmed that the distal end with ccd module/us probe fluid damage.based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module/us probe.in addition, our technician confirmed that the angle wire fluid damage, the segment fluid damage, the control body fluid damage, the u/d and the r/l pulley wires fluid damage, the ccd module with drive pcb fluid damage, the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the objective prism fluid damage, the distal end with ccd module/us probe broken, the operation channel (primary) buckled, the suction channel buckled, the us connector cable (long) buckled, the us connector/junction cable (short) buckled, the distal end with ccd module/us probe cracked, the lg prong top corroded, the lg connector corroded, the jet socket cut, the light guide cable cut, and the insertion flexible tube worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint.based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).